Event description:
A report was received which stated that a female (minor) purchased plane freshlook colors contact lenses from a beauty supply store without a prescription. No wear or replacement schedule information was provided. Report states an unknown brand of multi-purpose lens care solution was used as a no-rub system. The treating eye care professional reported diagnosis of a right eye para-central conreal ulcer, with 1 (2x2mm) infiltrate. Severe pain, mucopurulent discharge and an anterior chamber reaction were noted. Culture positive for pseudomonas aeruginosa. Treatment consisted of topical antibiotics. Event resolved with right eye visual acuity reported as 20/25. Pre-event acuity unknown. Request has been made for additional information, including lot number, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered an infectious corneal ulcer." As there was no lot number provided or complaint product returned, no detailed manufacturing investigation can be performed.